Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: background: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with tfna nail in question. On (B)(6) 2020, the nail broke at the point of distal locking. On (B)(6) 2020, the patient underwent a revision surgery to replace the broken nail with an another tfna nail due to the breakage of the nail. In the revision surgery, two incisions were required at the patient¿s proximal femur(3cm) and distal femur(1cm). The surgeon thought that the strength of the nail was insufficiency because the breakage of the nail was caused by normal use without the patient¿s felling down and any other factor. The patient had high activity. No further information is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/7/2020: updated event description: concomitant device reported: titanium helical blade (part# 04.038.290s; lot#: h172877; quantity: 1 ), unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1 ).

Manufacturer narrative:
A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: lockscr ø5 l34 f/nails tan light green was received at ucustomer quality (cq). Upon visual inspection at cq, it is observed that the threads of the screw got stripped and severely deformed. The rest of the device shows some discolored spots and normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed; 5mm locking screw. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the threads of the screw got stripped and severely deformed. The screw might have got deformed due to the excessive pressure during the breakage of the tfna nail or during the explantation post operatively. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with tfna nail in question. On (B)(6) 2020, the nail broke at the point of distal locking. On (B)(6) 2020, the patient underwent a revision surgery to replace the broken nail with an another tfna nail due to the breakage of the nail. In the revision surgery, two incisions were required at the patient¿s proximal femur (3cm) and distal femur (1cm). The surgeon thought that the strength of the nail was insufficiency because the breakage of the nail was caused by normal use without the patient¿s felling down and any other factor. The patient had high activity. No further information is available. Concomitant devices: titanium helical blade (part# 04.038.290s; lot# h172877; quantity: 1). 5.0mm ti locking screw with t25 stardrive 34mm f/im nail-sterile ( part#: 04.005.524s, lot# 5l90799; quantity 1). Unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture medical device removal and surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the threads of the screw got stripped and severely deformed. The screw might have got deformed due to the excessive pressure during the breakage of the tfna nail or during the explantation post operatively. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required a DHR file for part #04.005.024, lot #5l40351 combination could not be found if more information becomes available this DHR review will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.